Event description:
It was reported to philips that a low disk space error caused imaging failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Performed image restore; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).